Manufacturer narrative:
Initial inspection of the device saw corrosion on the top of the device through the top housing. Removal of the top housing confirmed that corrosion was observed on the top battery. The download data showed no timeouts, drive stalls or alarms that would indicate a failure to deliver insulin. Upon testing the fluid path, fluid was observed to be leaking from an internal tear. Due to the tear in the unexposed portion of the soft cannula, fluid was not exiting the entire fluid bath as intended. The corrosion observed on the internal components of the device were caused by the internal tear in the soft cannula. No other damages or deficiences were observed during the investigation.

Event description:
It was reported the patients blood glucose level rose to 320 mg/dl while wearing the pod between 4 and 24 hours. As treatment the patient replaced the pod.